Event description:
It was reported that the spectrum pump had no sound. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation and found to be caused by a failed back flex. The failed rear case (including back flex) was replaced.